Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
I was reported that the patient received inappropriate shocks due to ventricular noise. A sudden increase in the pacing lead impedance was noticed since (B)(6) 2010. Chest x-ray, showed lead damage; insulation abrasion suspected. The sense/pace portion of the lead was capped. The defib portion remains active.